Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter aortic valve, the valve was explanted due to an unspecified reason.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter aortic valve, the valve was explanted due to an unspecified reason. Additional information was received that the valve was explanted due to endocarditis that caused a stroke. Additional information was received that on the same day the transcatheter valve explanted, the endocarditis was confirmed as intra- operative finding. A mass was observed on echocardiogram that was a suspected thrombus. It was noted that the patient did not have a medical history of endocarditis. Post-operatively, the patient was prescribed antibiotics to treat the endocarditis. The stroke was confirmed via a brain magnetic resonance imaging (MRI) and was an embolic stroke. As a result of the stroke, the patient experienced memory loss and lethargy. Per the physician, the cause of the stroke was due to a septic emboli, and the stroke was related to the valve.

Manufacturer narrative:
Updated data: b3. B5. D6b. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter aortic valve, the valve was explanted due to an unspecified reason. Additional information was received that the valve was explanted due to endocarditis that caused a stroke.

Manufacturer narrative:
Updated data: b2. B5. D9. H3. H6. Additional codes. Corrected data: d6b. Explanted data is unknown and was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.